Event description:
The pt reported he was receiving stimulation, and the scs system did not have any problems, however, he did not receive the relief he expected from the system. The pt had requested to have the system removed. The pt was advised to f/u with his physician regarding the removal of the system. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.